Event description:
The customer reported the system failed to display fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power supply and filter board were replaced. The system was then found to be operating as intended.